Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer who stated that they had no further issues after swapping to a different endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope the image was inverted and could not be resolved by reseating the endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the endoscope image was inverted. The customer had tried to reseat the scope to the universal surgical manipulator (usm) and the endoscope controller (ec) with no change. The customer was asked to replace the endoscope with a backup. The intuitive surgical, inc. (Isi) tse explained that the customer may need to wipe out the guided tool change feature. There was no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.